Manufacturer narrative:
Continuation of d10: product ID (lot: unknown); product ID unk-nv-rfx (lot: unknown); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right internal carotid artery c7 segment aneurysm with a saccular morphology. Max and neck diameter of the aneurysm was not measured. Landing zone (artery size): distal 3.7 mm and proximal 4.5 mm. The patient¿s vessel tortuosity was minimal. For the aneurysm of the c7 segment of the internal carotid artery, a dense mesh stent was implanted. After angiography, a 2d calibration of the 1cm steel ball diameter was performed and the blood vessel was measured. The diameter of the distal anchor point was 3.7mm, the diameter of the blood vessel at the proximal landing point was 4.5mm, and the length was 18mm. The ped-475-18 dense mesh stent was selected for implantation. The access was 6f delivery catheter + 5f115navien. The phenom27 stent catheter was delivered to the m1 segment through the guide wire. The guide wire was withdrawn, the stent package was opened, and high-pressure infusion was performed. The stent was hydrated until 10 drops of water came out. The delivery sheath was pressed against the phenom27 hub and the stent was delivered. It was found that the resistance during the process of pushing the stent into the phenom27 was too large. The stent was continuously delivered to the m1 segment. After the stent catheter came out, the tip end was opened. The tip end of the stent was opened about 3 mm, which was poor. The tip end of the stent was observed to be rough and irregular under the perspective view. The stent was deployed for a section and the tip end of the stent was pulled back to the lesion site for positioning. Under the x-ray, it was carefully observed that the tip end of the stent was rough and poorly attached to the wall. It was considered that the stent itself might have product quality problems. The stent and phenom27 were withdrawn, and ped-475-35 and phenom27 stent catheter were selected for implantation. After full hydration, the ped-475-35 stent was deployed again. After the tip end was opened in the m1 segment, it was pulled back and anchored at the distal end of c7. After anchoring, the stent was deployed. During the deployment process, it was observed under fluoroscopy that the stent was open and well adhered to the wall. Before the deployment to the recovery imaging point, the final angiography was performed to confirm that the anchoring position of the stent tip end, opening and wall adhesion were good. The stent was finally deployed and angiography was performed to confirm that the overall opening and wall adhesion of the stent were good. After phenom27 passed through the stent and came out, the delivery system was retrieved, the tip of the micro guidewire was shaped into a g-shape, and guidewire massage was performed through the microcatheter phenom27. After ap and lateral angiography, it was observed that the distal and proximal anchoring distances of the stent were good and the wall adhesion was good, so the operation was ended and completed successfully. It was unknown if dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure: the parent artery and distal vessels were patent. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. He pipeline was resheathed less than or equal to 2 times. It was unknown if there were any additional steps or other devices required to open the pipeline. The pipeline was removed from patient. It was unknown if the pipeline was resheathed and removed with the microcatheter. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the pipeline failure/resistance was not determined, and there had been no resistance after replacing the stent. A continuous flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed. A single pipeline had been used at the time the movement occurred. There were no issues with the navien catheter. The device did not jump during deployment. The stent was deployed by opening and pulling back at the distal end, and it would move.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag and shipping box. The catheter was not returned. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal, middle, and proximal were found fully opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer report of "failure to open at the middle section" was not confirmed, as the middle section of the braid was found fully open and no damage. The customer indicated that the vessel tortuosity was minimal, and the pipeline flex braid was not positioned in the vessel bend, which rules those factors out as potential causes. The cause of the failure to open could not be determined. The customer report of "resistance/stuck in the catheter hub" could not be determined, as the pipeline flex was returned without the catheter. The root cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.